Manufacturer narrative:
Pump received with blank display. Unable to perform the displacement test, sleep current test, active current test and self-test due to blank display. Unable to download history files and traces due to blank display. The pump was cut open to perform visual inspection and found the broken battery tube threads was not holding the battery in place. In addition there is evidence of moisture damage on pcba 2 and force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded battery tube, battery tube threads cracked, cracked case, scratched case, broken battery tube threads, stained keypad overlay, cracked case (battery tube), cracked case corner of belt clip rails, pillowing keypad overlay, blank display was confirmed during analysis due to broken battery tube threads. Cosmetic damage is confirmed at the battery compartment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic) as crack on battery compartment. The customer reported no adverse event. The event involved product(s) mmt-1884. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. Troubleshooting was performed and confirmed the damage. The customer called for an issue not covered by existing troubleshooting guides. Refer to the event description for more details. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device was been returned.